Event description:
The patient was receiving norepinephrine infusion to manage hypotension. The ICU medical plum 360 infusion pump shut down without any alarms or warning. The pump was plugged into an electrical outlet. The registered nurse (rn) was able identify the failure of the pump in timely manner and no harm came to the patient. If the rn had not recognized the failure, there could have been patient harm to even death. The rn utilized a new pump without any difficulty. The IV pump had received maintenance and a battery replacement 5 months prior.